Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11781 it was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had varying r wave sensing and low pacing impedance. The atrial lead had a rise in pacing impedance and high capture threshold. A fluoroscopy was completed to reveal both leads had clavicular crush insulation damage. Both leads were capped and replaced on (B)(6) 2021. The patient was stable.